Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a laparoscopic assisted vaginal hysterectomy procedure, it jammed. Another device was opened to complete the case. No adverse consequence to the pt.